Event description:
As reported by the edwards field clinical specialist, following deployment of a 23mm sapien valve in a 60:40 ventricular position, mild central aortic insufficiency (cai) was noted. The medical team thought the cai was caused by the guidewire being across the valve. Before removing the guidewire, the delivery system was removed and the balloon aortic valvuloplasty (bav) balloon was positioned back across the valve. The guidewire was then removed. A root injection revealed a large amount of cai and it appeared on echo that the non coronary leaflet was not functioning. When reviewing the root injection it appeared the sapien valve may have been deployed slightly too ventricular and there may have been some native leaflet overhang. However, on echo the sapien valve appeared to be positioned above the mitral hinge point and the medical team could not identify anything blocking the leaflet. A second 23mm sapien valve was subsequently deployed within the first valve, approximately one strut cell more aortic. Final assessment revealed no paravalvular leak or cai. The patient remained stable throughout the entire time. The native aortic annular diameter was 21-22mm (area 380) by tee and 20mmx29mm (area 438) by CT. The native aortic valve was mildly calcified and the aortic root was not calcified. There was mild mitral annular calcification (mac). The patient¿s ejection fraction (ef) was 70%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was not held and there was no loss of pacing capture. Per the implanting physician, the cai could have been caused by native leaflet overhang and/or disruption of the sapien leaflet when the valve was re-crossed with the guidewire.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A device history record (DHR) review did not reveal any issues that could have contributed to the reported event. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the cause of the reported non-functioning leaflet cannot be confirmed. However, it is possible that a combination of patient (native leaflet overhang) and procedural (60:40 ventricular position of the valve, disruption of the leaflet when the sapien valve was re-crossed with the guidewire) factors may have contributed to the event. In addition, it is possible that patient¿s blood pressure was slow to recover following rapid ventricular pacing, which may have led to a delay in obtaining an adequate pressure to mobilize the leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.